Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had been treated in the ER for a blood glucose of 588 mg/dl thirst chest pounding. Treatment included IV fluids. Troubleshooting found the basal history does not match active basal programming. Patient had discontinued pump use. This complaint is being reported due to an allegation of inaccurate delivery as the discrepancy in basal history was not resolved, and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings:. No defect was found.. Pump returned with basal program1 set to 0.600 u/hr at 00:00. Basal history for (B)(6) 2017 correctly matches the users programmed basal rate..#2. Primes were recorded on (B)(6) at 14:21, 20:55, 20:56; due to the primes the basal history recorded 0.00 u for these times. On (B)(6) 2017 at 20:05 an auto off was recorded; deliveries resumed at 22:35..#3. On (B)(6) 2017 19:32 an auto off was recorded; deliveries resumed at 22:02. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u..#4. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..#5. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint.